Event description:
The user facility reported that there was a dirty tube inside the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation.

Event description:
The user facility reported that there was a dirty tube inside the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.